Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the instrument was found to have charring and localized melting at the grip base between the grips. Conductor wire was not damaged. The instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling or misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive pathway. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported that the fenestrated bipolar forceps (fbf) instrument tip sparked. The customer replaced the fbf instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. There was no damage to the instrument after the arcing event. The arcing appeared at the tip of the instrument. When the arcing event occurred, the surgeon was using the instrument for coagulation, and no other instrument was in use. The instrument tip did not collide with any other instrument or tool during procedure. The instrument tip did not touch any staples, clips or sutures while energized. The instrument tip was in contact with tissue when the arcing event occurred. There was no injury to the patient. The patient did not return to the hospital.